Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see section h.10.

Event description:
It was reported that the syringe 5ml saline fill china sp experienced leakage prior to use. The following information was provided by the initial reporter: when open the tube, the flush package was not opened, and it was found that there was seepage in the package, about 1-2ml.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 5ml saline fill (B)(4) sp experienced leakage prior to use. The following information was provided by the initial reporter: when open the tube, the flush package was not opened, and it was found that there was seepage in the package, about 1-2ml.